Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a moderately calcified lesion in the right coronary artery. During removal of the oct catheter after pullback was performed resistance was met and it was noted the bmw universal ii guide wire was curled; therefore everything had to be removed together. Another guide wire was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported material twisted / bent was able to be confirmed. The reported difficult to remove was unable to be replicated in a testing environment due to the condition of the returned device. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the anatomy/other devices and/or inadvertent mishandling resulted in the noted device damages (bent shaping ribbon, kinked distal core, stretched coils) resulting in the reported difficult to remove. Manipulation of the compromised device resulted in the reported curled/noted material deformation (accordion shaped core/polymer) contributing to the reported difficult to remove. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a moderately calcified lesion in the right coronary artery. During removal of the oct catheter after pullback was performed resistance was met and it was noted the bmw universal ii guide wire was curled; therefore everything had to be removed together. Another guide wire was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.